Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the common bile duct of a (B)(6) male patient (patient weight is unknown). During the procedure, the guide catheter could not be retracted for stent deployment. The guide catheter became stretched, and the stent was unable to be deployed.the procedure was successfully completed with another flexima biliary stent system and no reported patient complications. The patient was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results; broken guide catheter.

Manufacturer narrative:
A visual evaluation of the returned device revealed that the guide catheter was stretched and broken in two pieces with some portion of the guide catheter remaining inside the push catheter. The distal end of the guide catheter was visible and the stent was found detached from the delivery system. There was no visible stent damage. After the guide catheter assembly was removed from the delivery system by detaching the stent, kinks and bends were noted at the distal tip of the guide catheter. This was mostly likely caused by the suture embedding inside the guide catheter assembly during retraction or deployment. A functional evaluation could not be conducted due to the broken guide catheter assembly. During manufacturing, g.I stent (plastic) devices are 100% inspected for dimensional and cosmetic issues and also fep guide catheter assembly for working length integrity and any defects found are scrapped and documented in DHR. Based on the damages found on this device, the most probable root cause for this complaint is operational context. Device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.